Manufacturer narrative:
Section a4: patient weight was not provided, request for this information will be made.

Event description:
It was reported that patient presented for standard clinic visit on (B)(6) 2023. Patient's caregiver reported issues with white power cable only supplying four hours of power. Multiple batteries and clips were tried without resolution. Equipment evaluated and white rubber found to be damaged and taped. System controller was exchanged. Backup controller became primary controller, and the patient was supplied a new backup controller. The controller exchange resolved the issue.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿white power cable only supplying four hours of power¿ could not conclusively be confirmed; however, the evaluation of the returned system controller (serial # (B)(6)) confirmed conductor breakdown within the underlying wires in the power cables that has the potential to result in atypical low voltage alarm. The reported strain relief damage on the white power cable was visually confirmed but could not correlate the damage to any specific device functional issue. Resistance measurement of the underlying wires in both power cables did not pass specifications. The measured values would increase/decrease when the power cables were manipulated. The increased resistance across the length of the wires can affect voltage values and has the potential to result in atypical alarm. The resistance measurement of the underlying wires is consistent with the data captured in the log file that was retrieved from the returned system controller. Analysis of the log file captured atypical low voltage advisory alarm events throughout the log file when the power cables were connected to battery power. The atypical alarm events were the result of the voltage values decreasing to low limit threshold briefly and the alarm deactivated as the voltage values increased above the limit threshold. The voltage values changed too quickly to indicate depleting 14v batteries. Also captured, were lower than expected voltage values when the power cables were connected to the mobile power unit. The controller¿s ability to power the pump was unaffected during the atypical low voltage alarm events. As an incidental finding, there was green/blue fluid observed underneath the outer jacket. The fluid ingress finding did not result in an alarm. Additional information communicated that the system controller exchange resolved the reported issue. A specific root cause for the white power cable only supplying four hours of power was unable to be conclusively determined through this analysis; however, the observed wire fatigue in the system controller power leads has the ability to contribute to the reported event. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.